Manufacturer narrative:
(B)(6). This report is for one unknown proximal femoral nail antirotation nail/unknown lot. The original implant date was in 2012. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the extraction of proximal femoral nail antirotation blade the locking mechanism didn¿t open properly so the blade was extracted locked which left a large bone defect that had to be filled with bone-substitute. The time for the surgery was clearly prolonged but it is unknown the exact amount of time it was prolonged for. The original implant date was in 2012. This report is for one unknown proximal femoral nail antirotation nail. This is report 2 of 2 for (B)(4).